Event description:
The user facility reported a 72-year-old female patient was brought to the cardiac catheterization lab where the left anterior descending (lad) artery was found to be occluded. An impella cp pump was placed, a shockwave procedure was completed to the lad, and a non-compliant nc balloon was added to the lad. During ballooning, the lad was perforated and required multiple covered stents. Following the procedure the patient's pulse narrowed and an echo showed an effusion was present. The patient was tapped to treat the effusion, but the patient eventually passed away. The physician stated that they believed the pump caused a free wall rupture due to increased flows. A definitive cause was not established.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings & cautions: dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation for the reported ventricle perforation has been completed. According to the clinical, before beginning impella cp support, the patient was brought to the cath lab where the lad artery was found to be occluded. The impella cp pump was then placed, a shockwave procedure was completed, and a nc balloon was added. During ballooning, the lad was perforated and required multiple covered stents. After the physician was satisfied with the results, the patient's pulse pressure narrowed and an echo confirmed an effusion. The patient was tapped with massive amounts of volume to treat the effusion, but the patient eventually passed away. Only a data stick was returned for a product evaluation. Data log analysis confirmed a downward trend in the placement signal near the end of the case. The cause of the ventricle perforation was not determined because no product was returned and not enough clinical information was given. Added- h6 component code 925 f6/f8-should have been left blank in the initial report.